Event description:
Received medwatch report (B)(4). Customer reported that the anesthesia could not get the pt adequately ventilated and found catheter to have a bend at the tip. The info provided in the report is very limited. Covidien has made multiple attempts to gather further details surrounding this report.